Manufacturer narrative:
On unreported dates in 2017, the patient experienced 3 continuous episodes of peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three continuous episodes of peritonitis. The cause of the peritonitis events were not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified drugs (intraperitoneally, doses and frequencies were not reported). At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.